Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebu2317 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility reported the PICC was place on (B)(6) 2017 and a few days later a CT scan showed a 5 cm wire in the patient's pulmonary artery by the right ventricle. The patient did receive an x-ray after the PICC was placed and the wire was not visible on the x-ray. The nurse did notice resistance during placement. The facility state that the wire is still in the patient, they have been unable to retrieve it and they are uncertain if they will try to retrieve it again.